Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #19 was removed as the angle of the implant was to close to the coping. Implant will be placed again at a different angle.

Manufacturer narrative:
Zimvie received (1) tsv4h10, (implant, tapered screw-vent, 4.1mm, dual sel, ha, 10 mm l) for evaluation. Visual evaluation was performed. Returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. DHR review was completed for the subject lot number 1277866. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1277866 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: other.¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction did not occur. Returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. D6a: device implant date. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.